Manufacturer narrative:
Date sent: 04/30/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, after the resection of the stomach, all of the staple lines opened. The staples were malformed and the surgeon had to suture the stomach. Surgery was prolonged 20 minutes. There were no adverse consequences to the pt.